Event description:
It was reported that metal shavings came off the blade and onto the pt's knee. Allegedly, the blade was making a strange sound. The knee was flushed out and a new blade was used.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.